Event description:
A complaint was received that the solution had a yellow discoloration. Chemical testing of the complaint sample showed the product met all shelf life limits. Icp mass spectrometry was performed and showed a higher than expected amount of trace iron in this bottle of solution. Over time this would effect the products' stability and color. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. The affect of the higher level of iron is that the stability of the product is compromised with respect to color and efficacy over time. A global recall was initiated for this lot.

Manufacturer narrative:
The complaint sample was evaluated and found to meet all shelf life limits. Icp mass spectrometry was performed and showed a higher than expected amount of trace iron in this bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. A global recall was initiated for this lot.